Event description:
Device report from synthes (B)(4) reports an event in (B)(6)as follows: it was reported on (B)(6) 2013, during surgery on (B)(6) 2013 with a volar two column plate (various angle) that the locking screw had penetrated the plate on the screw hole at the most distal part of the radial side. The surgeon placed the guide block, used the dedicated sleeve with angle mode, and used the driver with torque limiting function for inserting screws. The penetrated screw was removed and not replaced. After evaluating the remaining screw placements the surgeon closed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an implant. Investigation could not be completed and no conclusion could be drawn as no device was returned. The lot number is provided; a review of device history record was requested. Placeholder.